Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station after the v1.8 upgrade. The technical support specialist logged into the enterprise server web page with bd support credentials, navigated to settings > interface setup > user domains, and edited the desired domain by changing the synchronization ID and entering the service account password provided by hospital information technology. The tss saved the password, then encountered an error indicating that the groups did not match any of the enterprise- configured groups. To resolve the issue, the tss installed the active directory users and computers tool via server manager, added the active directory domain services role, and confirmed the installation. The tss then used active directory users and computers to verify that the active directory groups were using their standard names or security account manager account names by searching for the groups and checking their properties. The tss confirmed that the issue was resolved with the customer. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login after the v1.8 upgrade, and device is making an annoying scratching type noise. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.